Event description:
During the procedure the gdc 18-3d 3d-shape synerg detection circuit prematurely detached without any power supply. One and a half coil-loop inside the aneurysm. The coil was retrieved with great difficulty. Another gdc 18-3d 3d-sharpe synerg detection circuit was used and the same incident ocurred, but this coil was easily removed. Pt complications reported were paresis of the right side arm, leg, and aphasia.